Event description:
Our technologist noticed an unusual pattern of results for troponin for patients from the ed. She called the ed and notified them of her suspicions, and told them she was going to investigate a potential instrument malfunction. She told the ed staff that she would notify them of her investigational outcome. The technologist identified the problem as a depletion of a wash 1 solution that caused the instrument to report falsely elevated troponin results on three patients. She corrected the instrument issue and reran the patient samples on our other instrument and notified the ed of the corrected results. The technologist reviewed and reran.